Manufacturer narrative:
A review of the device history record for the reported lot # ts23010484 was found to have been manufactured and released to predetermined specifications. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the glove ripped while scrubbing in for surgery.